Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction error (104) was due to broken tesu board and the most probable root cause of the malfunction cut in video cable section, damage at the fiber bonding in the outer tube area (distal end) was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had a cut in video cable section, damage at the fiber bonding in the outer tube area (distal end) and error occurs (104). There was no patient involvement.